Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2021 the interrogated versus actual volumes have exceeded the 25% guideline the past 3 visits. On (B)(6) 2021 the interrogated amount was 1.9 and the evacuated amount was 18.5. It was noted there was a catheter kink or pump failure. On (B)(6) 2021 the simple continuous fentanyl was decreased by 250 mcg/day to prepare for potential pump replacement. On (B)(6) 2021 the simple continuous fentanyl was decreased by 250 mcg/day. On (B)(6) 2021 there was no change in pain control since pump decrease at last visit. The simple continuous fentanyl was decreased by 250 mcg/day and the flex dose was removed. On (B)(6) 2021 the simple continuous fentanyl was decreased by 250 mcg/day. It was noted the patient does not plan to complete catheter dye study or pump replacement due to advanced age. On (B)(6) 2021 the patient has been weaned, therapy was discontinued, and pump only contained saline. The patient has decided to not undergo pump replacement or catheter dye study due to advanced age. The outcome of the event resolved without sequelae on (B)(6) 2021. The device diagnosis was catheter kink, then follow up received updated the device diagnosis to pump reservoir volume discrepancy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot#/serial# (B)(6) implanted: (B)(6) 2015 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was unresolved with no further action planned.